Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's spo2 level was lower than the readings provided with sensor. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.